Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor power cord burnt in the middle. The patient allegedly smelled the power cord burning. The power cord was unplugged from the power outlet. It was advised not to plug the remote monitor back in. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 249520j, serial/lot#: (B)(4): unit was returned without the power cord. The remote monitor was returned and analysis revealed that there was no complaint failure found; found error code 2300 <(>&<)> 3230 in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.